Manufacturer narrative:
Product event summary: the data files and mapping catheter, 990063-020 with lot number 218144153, was returned and analyzed. The data files showed that at least six applications were performed with the returned balloon catheter on the date of the event. Also, three applications were performed with a non-returned balloon catheter on the date of the event. Additionally, system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date. Visual inspection of the mapping catheter showed the device was received damaged and an insertion test could not be performed. The loop was detached, the pebax has only one electrode which was crushed and displaced, and all the other electrodes were stuck inside the guide wire lumen of the returned balloon catheter. The reported clinical issues could not be confirmed via testing or data analysis. There is no known malfunction that could cause the alleged adverse events. In conclusion, the mapping catheter failed the returned product inspection because the device was returned damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, that a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The mapping catheter could not be removed from the balloon catheter lumen, so the balloon and mapping catheter were both removed from the sheath at the same time. After removal, blood was noted in the balloon catheter. It was then reported that the patient developed a pericardial effusion which progressed to a tamponade. The tamponade was drained of blood and the patient stabilized. The case was aborted. No further patient complications have been reported as a result of this event.